Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. It was noted by the healthcare professional (hcp) that the patient stated that the battery was dead. It was noted that it was within the ¿last few months.¿ the caller was trying to find the patient a doctor for the device. It was later reported by the patient on the same day that they had a health related question regarding stimulation therapy for chronic pain. The patient reported that they needed to find a specialist that took care of patients that had an ins. The patient noted that they could not find any and it was time to have the battery checked or replaced. It was reported by the patient friend or family on (B)(6) 2014 that the patient stopped feeling stimulation/the device stopped helping with the pain ¿about a month ago.¿ the reporter called because they needed to find a healthcare professional (hcp) that could replace the patient¿s ins. The patient did not have a current hcp they saw regarding the device. It was reported by a representative on (B)(6) 2014 that the patient had not use the therapy as much because it had begun ¿stinging¿ him and not operating as well about 3 months prior to the date of this report. Impedances were run. Impedances were abnormal. It was noted that they had begun to discuss implantable neurostimulator (ins) replacement with the patient. Impedances were 1161 ohms, 1400 ohms, 1400 ohms, ????, 1400 ohms, 1400 ohms, 1400 ohms, 1400 ohms, 1400 ohms, 1400 ohms, 1400 ohms, 1161 ohms, 1400 ohms, 1400 ohms, 1161 ohms, 1161 ohms, 1161 ohms, ????. The issue was unresolved. Additional information received by a representative on 2014-07-28 reported the MRI was not related to the spinal cord stimulator. The patient was having a head scan, it was unknown who had ordered the MRI. The patient had had the system in since 2000. The cause of the abnormal impedances was unknown. The patient had denied falling or any accident. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.